Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. No bends or kinks were observed in the exposed portion of the soft cannula, and fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms, and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl despite administering several boluses while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged and bent. The patient's father was unsure if ketones were checked. As treatment, a new pod was applied and used to administer a bolus.